Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the 37761 desktop charger (serial #: (B)(4)) found a broken connector pin.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain and radiculopathy. It was reported that stimulation had helped the patient with her legs but it had never been effective for back pain since implant. She felt it was not implanted high enough to treat her back pain. It was noted that the patient did not have a managing doctor at the time of this report. It was also reported that the implantable neurostimulator recharger (insr) was not charging. The connector pin broke on the desktop charger (dtc). This was noticed the night prior to this report but it was thought this could have occurred the last time she used it over christmas. It was noted that the implantable neurostimulator (ins) was almost depleted. Stimulation had been turned off to preserve power. Upon device return, analysis found the connector to be broken. The cable assembly with the broken connector pins was replaced. Additional information has been requested regarding the outcome of this event, but it was not available at the time of this report. If additional information is received, the event will be updated and a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.